Manufacturer narrative:
The device was received with the cannula deployed; however, initial observation found a tear in the exposed portion of the soft cannula and in addition the distal tip of the exposed portion of the soft cannula was observed to be damaged. When the distal tip of the soft cannula was manually occluded, fluid was observed exiting the site of the tear. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although damage was observed to the exposed portion of the soft cannula, the timing and cause of the damage is unknown.

Event description:
It was reported that the patient's blood glucose (bg) values reached around 300 mg/dl. While wearing the pod between 4 and 24 hours on the leg. For treatment, the patient removed the pod and a manual injection of insulin.